Manufacturer narrative:
(B)(4). Evaluation of the incident pencil confirmed the customer's report. The cause is due to an assembly related failure.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic cholecystectomy, the activation button of electrocautery device got stuck and it did not return. The device continued to activate. A new device was used to complete the procedure without any harm to the patient.

Manufacturer narrative:
(B)(4). Per engineering investigation, the ¿latch on¿ condition was caused by interference between the rocker component and the rocker window in which it moves. The width of the rocker was found to be larger than the width of the rocker window. The width of the rocker window is formed by the ultrasonic welding of the two body housing components. Corrective action is being issued.